Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The caller alleged overdischage (od). Caller has already completed that 2 pmr hours prior to this call. Caller sent patient home with power on reset (por) screen and told him to charge to 50% because she interrogated implantable neurostimulator (ins) prior to battery being 25% full which depleted the battery. Patient called her at 3:00pm and was charging fine and seeing por. Patient called her at 4:30 and claimed that he didn't touch anything but now device was stimulating all over the place. Communication cannot be established with either the patient programmer (pp)/ implantable neurostimulator recharger (insr) or 8840. Reviewed steps to perform prm. Reviewed to do short prm to stop the stimulation. Patient can continue to charge but reviewed not to have patient touch any buttons on the side of the insr. Reviewed depending on which patient programmer he has, the por screen may be able to be cleared which with prevent this from happening again. Could not troubleshoot due to lack of access to product. Let caller go so she could address the stimulation that patient is feeling. Medical representative said there is no new event information to reports. Rep said issue has been resolved and rep will call patient back to clear informational por. Additional information was received from the representative who reported, that the patient trickle charged in the doctor's office in prm mode before unit was able to be charged normally. Por message was unable to be cleared yet because ins didn't have enough charge to communicate with 8840. Patient continued charging regularly at home. Overstimulation occurred when he used his patient programmer to turn his unit on and the previous settings were too strong. Patient was instructed how to clear por message from programmer and was able to complete successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.